Manufacturer narrative:
A manufacturer representative (rep) went to the site to test the imaging system and could not confirm the reported issue. The rep could not duplicate the issue. A system checkout was performed and the system is working as intended. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding an imaging system being used in a sacroiliac and thoracolumbar procedure. It was reported that the first spin was successful and the site was able to push the scan to the imaging system automatically without issues. During the procedure the health care professional (hcp) bumped the reference frame after the 1st screw so the site brought the imaging system back into the field for another spin. The site took the second spin with the navigation disconnected and tried to push the images but the mobile view station (mvs) was unresponsive. They rebooted the system and then tried to spin again and the mvs was unresponsive once again. They rebooted a third time and the spin was successfully taken. There was less than an hour delay in the procedure. No impact on patient outcome.

Manufacturer narrative:
It was determined there was an accidental radiation occurrence due to image transferring issue. No defect in an electronic product or failure to comply per 21 cfr 1003 was discovered. The investigation is inconclusive. Unable to determine the root cause based on the documented information. Number of people exposed: 1 - patient total number of people in or unknown estimated absorbed or effective dose information is not available. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding an imaging system being used in a sacroiliac and thoracolumbar procedure. It was reported that the first spin was successful and the site was able to push the scan to the imaging system automatically without issues. During the procedure the health care professional (hcp) bumped the reference frame after the 1st screw so the site brought the imaging system back into the field for another spin. The site took the second spin with the navigation disconnected and tried to push the images but the mobile view station (mvs) was unresponsive. They rebooted the system and then tried to spin again and the mvs was unresponsive once again. They rebooted a third time and the spin was successfully taken. There was less than an hour delay in the procedure. No impact on patient outcome.